Manufacturer narrative:
Concomitant medical product: dtba1d1 ICD implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high impedance in the lv tip configurations, but not in the lv ring to rv coil. It was noted that there was a possible lv tip failure. The lv lead was reprogrammed to the lv ring to rv coil configuration and remains in use. No patient complications have been reported as a result of this event.